Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during a transfemoral tavr procedure a 20 mm sapien 3 ultra resilia valve, mild paravalvular leak (pvl) of the valve and aortic regurgitation (ar) around a guidewire were observed in transesophageal echocardiography (tee). The valve had been deployed with nominal volume and landed 80:20 aortic/ventricular position in the aortic annulus. A post dilation was performed with 0.5 ml more than nominal volume. After the 1st post dilation, the pvl seemed to have decreased to trivial-mild. However, since the ar 6 did not seem to have decreased, post dilation was performed again with 1 ml more than nominal volume. It could not be determined whether the ar was transvalvular leak or pvl. Aortography (aog) was performed after removing a delivery system and safari wire, and severe ar was observed. Additionally, diastolic blood pressure (dbp) suddenly decreased to 30mmhg. It was determined that there was a stuck leaflet. A decision was made to perform tav in tav, and a 20 mm s3ur valve was successfully deployed with nominal volume and landed 70:30 aortic/ventricular position as intended. Post deployment of the second valve the blood pressure became stable, the ar resolved and the pvl had also decreased. It was considered that the 1st post dilation caused the leaflet stuck.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of central regurgitation and leaflet motion restricted could not be confirmed due to unavailability of relevant imagery or medical report. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. The available information suggests that procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.